Event description:
It was reported that the day after an implantable cardioverter defibrillator (ICD) with an antibacterial absorbable envelope were im planted the patient had an increased fever. The patient was hospitalized, and intravenous (IV) antibiotics were administered. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.